Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. A leak test was performed according to mentor procedures, and a tear measuring less than 0.1 cm located at the posterior view was noted. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast reconstruction with a 350cc mentor cpx 4 breast tissue expander with suture tabs and experienced left sided deflation post procedure. A leak was noted and continued on the date of implantation. The device was explanted and replaced the following day, and the physician noted the area of leakage at the site of the suture tabs.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 7680442, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).